Event description:
It was reported that upon flushing, the pt experienced chest heaviness, shortness of breath and flushed face. The symptoms were self limiting and lasted 2 mins.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device remains in the pt. A lot history review (lhr) of reuc1106 showed no other similar product complaint(s) from this lot number.